Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed on the screen. There was no patient involvement at the time the issue was discovered as the issue occurred during setup. There was no report of patient or user harm. The customer also stated that the test circuit had a whisper swivel in line, but the air inlet filter was fairly dirty. The remote service engineer (rse) advised the customer to check for obstruction at the base assembly exhalation port, and if the problem persisted, the rse recommended that the customer should replace the flow sensor assembly. The rse also provided the customer with the part number of the replacement flow sensor assembly for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Product UDI is corrected.